Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. On (B)(6) 2024, a customer contacted support to report inaccurate readings from their continuous glucose monitor (cgm). The customer had been calibrating correctly and was not taking any medications or undergoing any medical treatments that could affect the readings. The customer was educated about the lag between bg and interstitial fluid readings and other general statements, but the issue was not resolved through explanation. The case was escalated to the next level of support. The escalation response indicated that the system had stabilized. The customer was advised to continue using the system and calibrate as requested. A final email was sent to the customer, informing them that the system had stabilized and advising them to continue using the system and reach out if there were any additional concerns.

Event description:
On (B)(6) 2024, a customer contacted support to report inaccurate readings from their continuous glucose monitor (cgm). The customer had been calibrating correctly and was not taking any medications or undergoing any medical treatments that could affect the readings. No injury or medical intervention was reported.